Manufacturer narrative:
Additional information was received that there was no risk of a hypoxic delivery. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. Customer contact reports no patient information is available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the the unit is not delivering the correct amount of oxygen to the patient. There was no report of patient injury.